Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4)

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test, internal leakage test and patient circuit test during pre-use check. Further investigation revealed that the pressure transducer was defective. Issue solved by replacing the pcb pressure transducer and unit was handed over to customer in good working condition. However, despite several reminders, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. Recommended actions to resolve a failed pressure transducer test is to check/replace pc 1781 pressure transducer (insp. And exp.)

Event description:
Manufacturer's ref. #: (B)(4).